Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and moderate tortuosity in the left circumflex coronary artery. The 3.0 x 15 mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was deployed at 10 atmospheres (atm). Post dilatation was performed with a 3.0 x 12 mm non-compliant balloon, the balloon was inflated to 14 atm. After post dilatation, a distal edge dissection was noted. A second 3.0 x 15 mm xience prime stent was used to treat the dissection. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.